Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 400 mg/dl and current blood glucose is 257 mg/dl. The customer treated high blood glucose with injection. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the they received no delivery alarm. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.